Event description:
On (B)(4) 2012 rayner received three reports (1/3) from the same surgeon with an original diagnosis of fibrin reaction. On (B)(6) 2012, the clinical diagnosis was updated to toxic anterior segment syndrome (tass). On (B)(6) 2012, a 21.5 diopter superflex aspheric 920h was implanted into an (B)(6) male patient. One week post operatively, the patient developed intracapsular fibrin reaction. It was reported that following antibiotic and corticosteroid therapy, the patient was recovering and had experienced no permanent loss or impairment of their visual acuity. Immediate post operative best corrected visual acuity was reported as 0.5 diopters. It was reported that yag laser would be required. On (B)(6) 2012, the reporter stated that the clinical diagnosis was tass.

Manufacturer narrative:
The reporter stated that the patient developed a sterile inflammatory reaction of the anterior segment of the eye. This reaction was completely reversible upon administration of a cortisone preparation. It was clarified that antibiotic therapy was prophylactic. It was reported that the patient had not been injured. In correspondence with rayner, the reporter stated that "the reaction also occurred in patient's who had a different operation (keratoplasy)". Clarification is being sought on this statement. Rayner has received contradictory information from the reporter. The reporter informed rayner that "the reaction occurred within the capsular bag, as only the iol was in the bag and the reaction occurred one week post surgery we propose the iol might be part of this reaction". The healthcare facility informed their regional authority that "we are not aware of any incidents in the sense of a tass connection with posterior chamber iols, for this reason there was, in our view, no obligation to report". (B)(4).